Event description:
Pt presented with a large iliac aneurysm in the right cia with a short distal seal zone proximal to the hypogastric; had successful implant of a bifurcated device, two limb extensions, and tow ectatic limb extensions on (B)(6) 2008. Follow up images revealed a distal type I endoleak on the right side, where the stepped device was implanted. On (B)(6) 2009, the pt was treated with an add'l limb extension and embolization of the hypogastric with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt's right cia aneurysm contributed to the secondary procedure.